Manufacturer narrative:
The device was returned. The reported poor image resolution could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). The sleeve steering issue and retraction problem were not confirmed via returned device testing. The clip introducer was observed to be torn and 2 frictional elements (fe) were deformed. The lock lever was observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot-specific product quality issue. The investigation determined that the cause for reported sleeve steering issue could not be determined. The poor image resolution appears to be related to patient¿s challenging anatomy. The retraction problem resulting in torn material and deformation appears to be related to user technique/procedural circumstances. The break in lock lever was identified as potential product issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The sleeve steering issue and retraction problem were not confirmed via returned device testing. Clip introducer was observed to be torn and 2 fe¿s were deformed. Lock lever was observed to be broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot-specific product quality issue. The investigation determined that the cause for reported sleeve steering issue and observed break in lock lever could not be determined. The retraction problem resulting in torn material and deformation appears to be related to user technique/procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other additional mitraclip devices referenced are being filed under a separate medwatch report number.

Event description:
This is being filed to report the device moving in an unintended direction, difficulty removing the device and damage to the clip introducer. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted without issue. A second clip delivery system (cds) was advanced however will applying m knob, the clip appeared to be trapped in some structure that appeared to be at the entrance to the upper left pulmonary vein. The cds was removed without issue however it was noted that while applying m, the clip was pointing posterior and up instead of traveling towards the mitral valve. The cds was retracted back to the steerable guide catheter (sgc) when the release pin fell out of the delivery catheter (dc) handle. The cds was removed successfully. The third cds was advanced however the same issue occurred, when applying m knob, the clip moved posterior and up. The cds was removed however became trapped in the clip introducer, causing damage. The sgc was replaced as a precaution. A new sgc was inserted and the fourth cds was advanced and again, when applying m, the clip moved posterior and up. Troubleshooting was performed and the cds was able to advance to the valve. The clip was implanted, reducing mr to 1+. It was noted that there was some difficulty visualizing the clips during the procedure due to the patient anatomy and dilated atrium. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.